Event description:
A healthcare professional reported that during an endovascular embolization, the physician advanced a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 100070440) and attempted to advance the stent through the unspecified microcatheter (mc). The stent became impeded at the microcatheter hub and could not be advanced into the microcatheter. Upon further manipulation, the stent was found to have prematurely detached from the delivery wire while still within the microcatheter hub. The physician used another device to remove the detached stent. A new stent was then opened and used to successfully complete the procedure. The microcatheter was not replaced. There was no reported patient injury. Additional event information received on 13-feb-2026 indicated that they used a guidewire in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to apply torque the device. There was no evidence of physical material within the device. The microcatheter was a prowler select plus 150/5cm (product code: 606s255x, lot number unknown). The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. A microwire and introducer were used to remove the stent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 10007044. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One photo is attached to the complaint file. The image captures the detached stent on top of the packaging. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The guide wire can be seen inside the packaging. No other damage was observed. The issue regarding the stent being impeded in microcatheter hub and could not be pushed into the microcatheter cannot be evaluated based on the provided photo. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal actins is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, the physician advanced a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 100070440) and attempted to advance the stent through the unspecified microcatheter (mc). The stent became impeded at the microcatheter hub and could not be advanced into the microcatheter. Upon further manipulation, the stent was found to have prematurely detached from the delivery wire while still within the microcatheter hub. The physician used another device to remove the detached stent. A new stent was then opened and used to successfully complete the procedure. The microcatheter was not replaced. There was no reported patient injury. Additional event information received on 13-feb-2026 indicated that they used a guidewire in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to apply torque the device. There was no evidence of physical material within the device. The microcatheter was a prowler select plus 150/5cm (product code: 606s255x, lot number unknown). The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. A microwire and introducer were used to remove the stent. One photo is attached to the complaint file. The image captures the detached stent on top of the packaging. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The guide wire can be seen inside the packaging. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 22mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was detached from the delivery system. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint regarding a stent being prematurely released was confirmed since the stent was noted as already separated from the delivery wire; based on this condition, the issue regarding a stent being impeded cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.